Event description:
An implant card was received to the manufacturer indicating the vns lead and generator was replaced due to a lead fracture. Diagnostics with the new vns lead and generator were within normal limits.

Event description:
All attempts for further information from the reporter have been unsuccessful to date. The explanted vns generator and lead were returned for analysis. The generator performed per specifications, and no anomalies were identified. Analysis of the lead portion returned did not reveal any anomalies or discontinuities. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. As a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Reporter indicated a patient was noted to have a lead fracture. It was not known how the reporter determined a lead fracture was present. In addition, the patient's mother reported "a disconnect/break between the battery and wires" could be visualized. The patient had vns generator and lead replacement performed on (B)(6) 2012. Immediately prior to the surgery, it was reported vns diagnostics were within normal limits. Attempts for further information and return of the explanted devices are in progress.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.